Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: dhollander, a., et al. (2016) "treatment of painful, irreparable partial meniscal defects with a polyurethane scaffold", the american journal of sports medicine, vol. 44, no. 10, pages 2615-2621 (belgium). Doi: https://doi.org/10.1177/0363546516652601. The study emphasizes on pursuing the midterm clinical and survival outcomes in patients treated with a polyurethane scaffold for meniscus deficiency with a minimum 5-year follow-up. The patients evaluated on course of this study: between march 2007 and june 2010, a total of 44 patients (24 male and 20 female), with a mean age of 32.13 years (range, 17-50 years), with irreparable, partial meniscal defects (29 medial and 15 lateral) were implanted with a polyurethane scaffold. The key study inclusion criteria were: an irreparable medial or lateral meniscal tear (tear not suitable for suturing) or partial meniscus loss with an intact rim; skeletally mature male and female patients; age from 16 to 50 years; a stable knee joint or knee joint stabilization procedure within 12 wees of the index procedure; international cartilage repair society (icrs) classification =3; patients willing and able to give consent to participate in the clinical study and follow the rehabilitation protocol; and no more than 3 surgeries on the involved meniscus. The article describes the following procedure: an implantation of polyurethane scaffold as treatment of painful and irreparable partial meniscal defect. Associated procedures were performed in 8 patients: 4 anterior cruciate ligament (acl) reconstructions and 4 high tibial osteotomies. The devices involved were: orthocord (depuy), and an unknown anchor device. Complication mentioned in the article: 14 treatments had failed (8 medial and 6 lateral). Of the 14 failures, 3 patients had the scaffold removed because of breakage; 5 were converted to meniscal allograft transplantation, 4 to unicompartmental knee replacement and 2 to total knee arthroplasty.